Event description:
It was reported that a home patient found a cassette that was leaking. This occurred during priming of peritoneal dialysis therapy. It was stated that the leak occurred at the patient line, near the top cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.